Event description:
Philips received a complaint by the customer on the v60 indicating that although the device was operational, its speaker sound was off; the alarm does not sound right and was muffled. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that although the device was operational, its speaker sound was off; the alarm does not sound right and was muffled. The customer replaced the speaker, but the speaker still sounded muffled. The remote service engineer (rse) performed troubleshooting with customer, and the customer informed that it is unknown whether the issue stemmed from the central processing unit (cpu) or speakers. The customer is going to run the battery failure test with the speaker unplugged to determine the cause of the issue. Resolution and disposition:

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case regarding whether the device successfully passed performance specification testing and was returned to service, but no response was received from the biomedical technician. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
Per the good faith effort (gfe) response received on july 30, 2025, the biomedical technician tried a used data acquisition (da) pcba and motor controller (mc) pcba, but the issue remained. The biomedical technician ultimately found that the root cause was due to a defective cpu pcba. The biomedical technician therefore replaced the cpu pcba, after which the issue was resolved. On july 31, 2025, the cpu pcba was ultimately replaced to resolve a backup speaker failed error. After replacing the cpu pcba, the customer called technical support again to request assistance with obtaining the software option codes. Once the rse provided the customer with the encryption codes for avaps, cflex, and ramp options, the customer confirmed that the installation was successful, and the device was ready to be returned to service. Further case information regarding whether the device has successfully passed performance specification testing and been returned to service is still pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.